Event description:
It was reported that via merlin net, ventricular impedance was greater than 2000 ohms. The lead was originally capped on (B)(6) 2006. The physician elected to uncap the lead on (B)(6) 2010 to replace the pacing and sensing functions of an implanted sprint fidelis lead. The patient would be brought into the clinic to perform lead testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.